Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient experienced high blood glucose (bg) event on the second day of insertion on (B)(6) 2026. The infusion set cannula was also found bent. The insertion site was abdomen. The infusion set was used for two days. The blood glucose (bg) was high for 1-2 hours. The blood glucose was high and was treated with insulin via correction pump. No further information available.